Event description:
It was reported that during use with bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was a low draw and the caps were damaged. There was no patient impact. The following information was provided by the initial reporter: customer reports that vacuum is slow to nil. Many more noticed w crooked lids which made us think the seal was not good.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples from the bd inventory were visually inspected and no cocked stoppers were found. Additionally, 20 retained samples were functionally tested and the issues of underfill and cocked stopper were not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure modes based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.